Event description:
It was reported that a user experienced a ¿transmitter not found¿ message on the ilet bionic pancreas when attempting to start a dexcom g6 continuous glucose monitor (cgm) session, after initially receiving setup guidance and warmup instructions; the user believed an old transmitter had been paired in error and subsequently restarted with a new sensor and transmitter, after which warmup commenced. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms beyond the pairing error and no medical intervention. User support included troubleshooting and education on correct sensor and transmitter pairing, confirmation of correct entry of the sensor code and transmitter ID, and re-initiation of the warmup period. Investigation of this case revealed an incorrect pairing/attempted pairing with the wrong transmitter, resulting in a communication failure between the ilet and the dexcom g6 components, which was resolved by entering the correct identifiers and starting a new session. It was concluded, based on previously established findings for similar reports, that user setup error was the probable cause.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.